Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, while glucose readings were present on the dexcom g7 mobile app and the correct sensor code was confirmed. No adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing due to lack of cgm data on the pump. User support included guided troubleshooting and education: toggling cgm type, restarting the pump, re-entering the pairing code, and advising a waiting period before reassessment. Investigation of this case revealed a communication and pairing issue limited to the ilet interface, with the dexcom g7 sensor functioning on the phone application, indicating a pairing or configuration failure rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to unsuccessful device-to-device pairing.